Manufacturer narrative:
The device was returned for analysis. The reported inflation problem was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. As the reported inflation problem was unable to be confirmed during return analysis, the investigation determined a conclusive cause for the reported inflation problem cannot be determined. The stretching of the guide wire exit notch appears to have resulted from an interaction with the guide wire. This type of mechanical damage can occur if an attempt is made to pull the stent delivery system in an opposite direction as the guide wire. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Date of event: date of procedure is estimated. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 4x23mm xience sierra stent delivery system (sds) balloon appeared to be partially inflated under xray after insertion. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.